Event description:
It was reported that during a pci procedure, the quantum maverick monorail balloon ruptured. The balloon was being used to pre-dilate a lesion located in the calcified, 90% stenosed circumflex (cx) artery. The balloon was inflated several times to pressures ranging from 12-18 atms. The balloon rupture occurred when the balloon was inflated to 18 atms. The procedure was successfully completed with this device. There were no reported pt complications. Pt's status is listed as "good".

Manufacturer narrative:
The device was not returned for analysis, therefore, a failure analysis is not available. The cause of the difficulties stated in the complaint could not be determined. The manufacturing records for top assembly batch 8950565 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications.